Manufacturer narrative:
The following fields were updated due to corrected information: device available for eval?: no. Returned to manufacturer on: na. Investigation: no product or photo was returned by the customer. The customer complaint that the tubing had allowed backflow of blood when in use could not be verified due to the product not being returned for failure investigation. A device history record review for model 41134e lot number 21039516 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - back flow with lot #21039516 regarding item #41134e.

Event description:
It was reported that the gravity set v/nv ckv 3ss 10dp tubing allowed blood to backflow through the access port during use. The following information was provided by the initial reporter: "on friday, july 9, I received a call from (B)(6) about IV tubing that had allowed blood to back up and come out of one of the access ports."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gravity set v/nv ckv 3ss 10dp tubing allowed blood to backflow through the access port during use. The following information was provided by the initial reporter: "on friday, (B)(6) I received a call from anesthsia about IV tubing that had allowed blood to back up and come out of one of the access ports."